Event description:
A caller reported that a malfunction occurred on their pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that a replacement pump with updated software would be sent, and training would be available. The customer planned to use multiple daily injections as a backup therapy and was instructed on how to store the malfunctioning pump and return it. Cts confirmed the shipping address, and the caller agreed to the resolution steps without requiring a signature for delivery.